Event description:
It was reported the lower display has a line going down the middle making it hard to see the display. The select button is not working. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported display issue; the lcd (liquid crystal display) is out of electrical specification (segments are missing). Analysis could not confirm the reported issue with the select button. Analysis found the upper case, lower case, and the battery drawer are broken. The battery release, ring cover, heart block, lead flex cover, heart wire contacts, battery flex, and heart lead flex are contaminated. Two side bail covers, threee case screws, two side bails, and ring are missing. The battery contacts are compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.